Manufacturer narrative:
Result: the px slim delivery microcatheter (px slim) was slightly kinked approximately 30.0 and 73.0 cm from the hub. The outer diameter (od) of the px slim was measured and found to be out of specification at one of the kink locations. Conclusion: evaluation of the returned device revealed the px slim was slightly kinked in two locations. The kinks along the shaft of the px slim likely occurred from the force used against resistance during insertion. The more distal kink effectively caused the od of the px slim to be out of specification. This out of specification od likely caused the resistance mentioned while attempting to advance the px slim through the non-penumbra device. The inner diameter specification for the non-penumbra device could not be determined. Penumbra devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right pulmonary artery using a px slim delivery microcatheter (px slim). During the procedure, while advancing the px slim through another manufacturer's catheter, the physician met resistance and could not advance the px slim any further. The px slim was removed and the physician confirmed that there were no kinks. The physician then flushed the internal lumen of the catheter and attempted to advance the px slim again, but was unsuccessful and the px slim was removed. The procedure was completed using a new px slim. There was no report of an adverse effect to the patient.